Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic colorectal lower anterior resection, upon removing the stapler after firing, the anvil disengaged and remained in the anal canal. The surgeon was able to remove the anvil safely. There was no patient injury.